Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a myocardial infarction (mi) using an indigo system cat rx kit. During the procedure, the physician had difficulty advancing the indigo system catrx aspiration catheter (catrx). It was reported that the catrx would only advance pass the guide catheter; therefore, the catrx was removed. Upon removal, it was noticed that the catrx appeared to be kinked around the mid-shaft transition zone. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned indigo system catrx aspiration catheter (catrx) was kinked at approximately 119.0 cm from the hub. The device had bends along its length. The guidewire lumen was damaged at approximately 128.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed that the guidewire lumen was damaged. If the guidewire is forcefully advanced through the catrx guidewire lumen at extreme angles, the guidewire may puncture the lumen and the catheter may become damaged. If the guidewire was outside the guidewire lumen and the catrx was inserted into a parent catheter, resistance maybe encountered during advancement. If the device was forcefully advanced against resistance, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.